Event description:
Boston scientific received information that an health care professional (hcp) reported that a patient's right atrial (ra) lead and device were displaying greater than 2500 ohm pacing impedance measurements. The hcp suspected that the lead was fractured. The local boston scientific field representative did not have the patient or system information. Follow up attempts were unsuccessful at retrieving this information. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.